Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation.investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3-4. Two clips were successfully implanted, reducing mr to a grade of 1-2. On (B)(6) 2019, the patient returned to the hospital for a follow up appointment. Echocardiogram was performed and showed clip (81010u218) had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr had increased to a grade of 4. On (B)(6) 2019, a second procedure was performed to treat mr with a grade of 3, and to stabilize the slda. One clip was successfully implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. It may be possible that the patient anatomy contributed to the reported single leaflet device attachment (slda) resulting in recurrent mitral regurgitation (mr); however, this could not be confirmed. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.